Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
The use facility reports the battery oscillator stopped cutting. It was reported there was no patient harm. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).